Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of an incident in which there were visible sparks on the interconnect board within the nexsys pcs device. A haemonetics field service engineer was dispatched to review the machine on august 2 2018, the fse confirmed that there were observable sparks on the interconnect board. The fse reported the sparks were observed at the connector for the compressor to the interconnect board. It was not possible to determine what may have caused the thermal decomposition and failure of the interconnect board at this time. The fse replaced the defective interconnect board and recalibrated the machine. The machine was then tested and found to meet all manufacturer specifications, and was returned to service. There were no injuries associated with this incident. A faulty interconnect board will prevent the nexsys pcs machine from completing the power on self test protocol and I will not allow a procedure to begin on the device until all issues have been resolved. Haemonetics has previously submitted a medwatch report for the thermal decomposition of a printed circuit board within the device, as such this incident is deemed a reportable event.

Event description:
On (B)(6) 2018, haemonetics was contacted by (B)(6) blood services regarding a nexsys pcs300 machine. The customer's technician observed a spark coming from the interconnect board within the device during a maintenance activity. A haemonetics field service engineer was sent to the site to evaluate the device and was able to confirm the observation of a visible spark. The field service engineer noted that the sparking was coming from the interconnect board, evidence of thermal degradation was found at the connector to the compressor on the interconnect printed circuit board.